Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having an issue with the driver. It was known that when they were verifying this instrument it was showing a screw projection already listed on the driver even though the instrument wasn't verified and no projections were added for the case thus far. The manufacturer representative stated that the health care professional was on bone and it was showing to be 50 mm off with the screw added as a projection. Technical services had the site add and remove the tool card to see if any changes were made and to make sure there was no projections listed. No further information was received. Additional information was received from the manufacturer representative stating that removing and re-adding the tool card did not remedy the problem. The health care professional (hcp) had successfully navigated a pak needle and tap into the pedicle to create the pathway for the screw, but was unable to navigate the screw itself. They completed the procedure using the pathway they created, and relied on feel for screw placement. Trajectory for all instruments remained consistent and accurate throughout the procedure. They took a post-operative imaging system spin to confirm the screw placement. There was less than a 5 minute delay in the procedure.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, software version #: 2.1.0. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis was reviewed but provided no additional insight regarding the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.